Manufacturer narrative:
To date, the device involved in the reported incident has not been rec'd for eval. An investigation has been initiated based upon the reported info.

Event description:
The reporter stated that during a spinal surgery procedure, the manta ray screw driver tips broke off into the screw as torque was applied. The surgeon tried to remove the plate but could not remove the screw because part of the tip of the inserter was stuck inside it. The surgeon had to saw off part of the plate in order to remove it, and to remove the screw. The surgical procedure was completed using a spare device that was available. Plate number: 22-20-0240, screw number: 22-22-4517.